Event description:
An implant card was received on (B)(4) 2013 indicating that the patient underwent prophylactic generator revision.

Manufacturer narrative:
Analysis of programming history.

Event description:
The patient underwent generator revision on (B)(6) 2013. Attempts for product return have been unsuccessful.

Event description:
The patient's daughter reported that the patient received a call about getting her vns device replaced as it was "dead". Per the daughter, this was confirmed at the hospital over the weekend via an EKG. The daughter stated that the patient had some seizures, which may be due to this dead battery, unless it was "just a fluke". Additionally, the patient reported that she could not feel stimulation. Clinic notes from the patient¿s appointment on (B)(6) 2013 were received. The patient reportedly had one to two generalized tonic-clonic seizures per month. However, under the general section in the patient's clinic notes, it was stated that the patient is currently having two to three seizures per month. Per the notes, the patient's last seizures was two weeks ago. The patient¿s device was interrogated on this date and settings were adjusted. The on time was programmed to 30 seconds. All other parameters and diagnostics were reported to be okay. Per the notes, the patient does not feel like the vns has helped her much. Follow-up was unsuccessful as the patient was new to the treating physician. The patient was referred for revision. Surgery is likely but has not taken place.